Event description:
The hosp reported that after sterilization, it was noticed that the vasoview hemopro 2 black connector at the end of the cable was missing. A new unit was used to complete the procedure. There were no pt effects. The hosp tracks its cable usage; this cable has been 32 times. Maquet cardiovascular anticipates return of the product in question.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for investigation. We will continue pursuing the device returned by the customer. A supplemental report will be submitted if the device is received. Items marks "ni" are unk to us at this time. Internal file number - (B)(4).